Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise reversion on right ventricular (rv) lead was noted on merlin monitor. The noise was able to be reproduced. The rv lead was also exhibiting low impedance and inadequate capture. Insulation issue was suspected. No interventions were performed. There were no consequences to the patient and will continue to be monitored.